Manufacturer narrative:
The report from the affiliate indicated: this male patient of unk age and unk medical history was admitted to the hospital to undergo pta of a heavily calcified 99% stenotic lesion in a moderately tortuous superficial femoral artery (sfa). During the procedure a savvy 20 mm x 5 cm pta balloon burst upon inflation to 3 atms. There was no injury to the patient. The product is not available for analysis. No additional patient or procedural information will be forthcoming per the affiliate representative. Add'l info will be submitted within 30 days of receipt.

Event description:
Balloon burst below rated burst pressure.